Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cone sleeve was loose and was unscrewing. It was further noted that the cone sleeve came apart due to loctite wear. Therefore, the reported condition was confirmed. The assignable root cause for loctite degradation was wear from repeated sterilization over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the chuck with key device cone sleeve was loose. During in-house engineering evaluation, it was observed that the cone sleeve was loose, unscrewing and came apart. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.